Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user has high glucose value note: manufacturer contacted customer on (B)(4) 2017 in a follow-up call in order to ensure the customer's condition since the initial call; customer was hospitalized on (B)(6) 2017 with a blood glucose reading of 600mg/dl and was administered insulin via IV. The customer states he was put on an oral anti-diabetic medication, but he does not remember the name of it. Customer was discharged on (B)(6) 2017.

Event description:
Consumer reported complaint for hi blood glucose test results. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 150 to 160mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer's expiration date is 03/23/2019 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: (B)(6). The customer called and stated he got a hi result on his true result meter. He is feeling well and denies any symptoms of his diabetes. When asked what diabetic medications he was taking the customer stated none, he was just told to take his blood sugar once a day. The customer states he was in the hospital in january for about 8 days due to an infection and then spent a month in rehab. He returned home on (B)(6) 2017. While in the hospital and in rehab he was put on insulin. The customer states he was given a prescription for insulin, but never bought it because it was too expensive. He also stated they never gave him any diabetic education. I went through the symptoms of hyperglycemia and the customer denied all and said he was fine. I advised the customer to seek medical attention. He did not want to call 911, but said he would drive himself. He stated he would call someone to take him to the hospital.